Event description:
It was reported that the patient with this pacemaker presented to the hospital with loss of consciousness. Upon further review, this device was found to be in safety mode. It was also reported that this patient experienced syncopal events since october of last year. A temporary pacemaker was implanted while a device changeout procedure is performed. Isometric tests were performed and oversensing was observed. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker presented to the hospital with loss of consciousness. Upon further review, this device was found to be in safety mode. It was also reported that this patient experienced syncopal events since october of last year. A temporary pacemaker was implanted while a device changeout procedure is performed. Isometric tests were performed and oversensing was observed. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically-observed reversion to safety mode.

Event description:
It was reported that the patient with this pacemaker presented to the hospital with loss of consciousness. Upon further review, this device was found to be in safety mode. It was also reported that this patient experienced syncopal events since october of last year. A temporary pacemaker was implanted while a device changeout procedure is performed. Isometric tests were performed and oversensing was observed. No additional adverse patient effects were reported. At this time, this device remains in service.